Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. As no polymer appeared in the proximal rings, a medtronic (non-endologix) proximal stent and an addition ovation limb were implanted. The case concluded without additional negative patient sequelae and the aneurysm was excluded. The patient will continue to be monitored.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the patient experienced hypotension and successfully treated per the IFU due to a suspected polymer leak was not confirmed with the medical records and imaging available for review. This event is most likely a combination of user, anatomy and device related due to the following contributing factors; user related as it was reported the stiff wire was not immediately pulled back during polymer fill and tension was not relieved on the aortic body, anatomy related as the aortic neck measurement at the first sealing ring was 18.1mm which per IFU calls for a 23mmab, and a 26mmab was implanted and device related as defined in fs-0012. As identified in fs-0012, the root cause for most polymer leaks is a material weakness adjacent to the polymer fill channel which may become compromised during pressurization with liquid polymer. Since this device remains implanted, endologix is unable to conduct product evaluation to conclusively ascertain root cause. However, based on the investigation associated with this fsn, this is the most likely cause associated with this event. On 06aug2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On 06may2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.